Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4 g3 g6 h2 h4 h6 (type of investigation findings and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081 rev a calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age disease state pharmacological intervention etc. Mechanical stress related to the valve's hemodynamic performance and glutaraldehyde fixation of tissue. Of these the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per (B)(4) an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation no labeling non-conformance deficiency no use-related issue with a hazardous situation no device-related infection and no evidence of a product failure with regard to design reliability or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings contraindications and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4) CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. A definitive root cause cannot be conclusively determined however patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve.